Event description:
Additional information provided by customer on 3/14/2026: the tear was noticed in the luer. No photos. The defective product has been thrown away; no lotnrs. Anymore. The device was used on the patient. Patient wasn¿t harmed. The hcp was present. The fluid was azacitidine (chemo). No additional medical intervention or medication was required.

Manufacturer narrative:
(B)(4) follow up report for additional information. Annex a code was updated to a0404 - crack (1135). Annex e code was updated to e2403 - no clinical signs, symptoms or conditions. Annex f code was updated to f26 - no health consequences or impact.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: patient was administered azacitidine s.c. The needle started leaking at some point. Needle replaced; on inspection I saw a minimal tear. Risk to patient: medium notes: the complaint material was not retained. Therefore, this report is for your records only. Date of complaint: (B)(6) 2026.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history review could not be performed as no batch/lot number was made available for this reported event. A DHR review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample/lot number information.